Manufacturer narrative:
During inspection and testing, service found the biopsy channel was clogged and a foreign object was visible when the grip was open due to insufficient reprocessing. There was weak suction due to the clog. In addition, there was excessive play in the control knob, the plastic distal end cover was scratched and dented, there was old adhesive around the lenses, and the adhesive on the bending section cover was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the biopsy channel was found to be blocked during reprocessing after a procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the biopsy channel was clogged and a foreign object was visible. This report is being submitted for the malfunction found during evaluation (foreign object). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a foreign object was attached to the nozzle. The event can be detected/prevented by following the instructions for use which state: "do not aspirate solids or highly viscous substances, and what to do if you aspirate them. Avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor field performance for this device.